Manufacturer narrative:
(B)(4) per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, the root cause of the coronary artery occlusion cannot be determined. However, patient factors (severe, heavy calcified valve) may have contributed to the event. No additional patient were provided that could help determine a root cause. The cause of death is related to procedural and patient factors. There was no allegation of product malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4)

Event description:
The patient expired due to complication during a transfemoral tavr procedure. As reported, after post valve deployment of a 29mm sapien 3 valve partial blockage of the left main coronary artery was noted requiring intervention. In review of medical records (operative report) post valve deployment an angiogram noted a partial blockage of the left main coronary artery from the native left aortic valve leaflet. Percutaneous intervention was performed placing a drug-eluting stent into the left main coronary artery. The patient then developed atrial fibrillation with a rapid ventricular response which resulted in marked hemodynamic compromise. The patient was treated medically and cardioverted into sinus rhythm. An arterial catheter was placed into the femoral artery and the patient was connected to a full cardiopulmonary bypass machine. Hemodynamics significantly improved. It was noted that the patient was continuing to lose volume from the cardiopulmonary bypass circuit requiring transfusion through the pump. An aortogram was performed from the right common femoral artery which showed extravasation around the arterial cannula. Attempts were made to repair the vessel; however, it was noted that a large amount of bleeding was coming from the bilateral femoral arteries but also from the endotracheal tube. It appeared that the patient was developing a disseminated intravascular coagulopathy. The patient had approximately 20 units of transfused blood and as well as ffp and after discussion that further attempts would be futile. Cardiopulmonary bypass was discontinued and the patient expired. The native annulus was reported as severe, heavy calcified valve. Of note, initially the event was reported through patient registry group. As reported, the patient was admitted with aortic stenosis and was found to be critical. This patient was not deemed candidate for open replacement but a need for a tavr procedure. The patient underwent tavr procedure, fairly urgently due to increasing symptoms. Expired during the procedure.